Manufacturer narrative:
The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. The function of the critical battery alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. The redundant power source will continue to supply power to the vad. It was reported that the patient experienced critical battery alarms and battery was discharging rapidly. The battery was not returned for evaluation. Review of the  manufacturing records confirmed that the associated device met all requirements for release. Log file analysis was not conducted since log files were not available. Failure analysis of the device was not performed since the unit was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms are most often attributed to communication errors between the controller and batteries. Additionally, events involving panasonic batteries that rapidly discharge can be attributed to soldering or welding defects. However, the unit and log files were not available. Heartware has opened an internal investigation to address communication errors. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Per the instructions for use (IFU): the controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. The function of the critical battery alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. The redundant power source will continue to supply power to the vad. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient's controller emitted a critical battery alarm. It was noted, that the battery went from 585 charge minutes to 0 minutes in a short time. The battery was exchanged with no reported patient consequences. No further information was provided.